Event description:
The customer reported to olympus the videoscope displayed an unspecified error and was not displaying the image. The issue was found during inspection before use in an unspecified therapeutic procedure. A similar device was used to perform the procedure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was not confirmed. In addition to the alleged reportable malfunction, the evaluation found non-reportable device malfunctions/conditions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged (i.e. Disconnection) or a part mounted on the electrical circuit board (i.e. Integrated circuit chips and capacitors) was broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic main unit¿¿ describes how to inspect for the evaluated event. Olympus will continue to monitor field performance for this device.